Event description:
It was reported to philips that the device's c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. The patient's treatment was delayed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in cerebrovascular angiography and transcatheter embolization of intracranial aneurysms procedure when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Analysis of the system log file showed dc power supply errors. After three restarts, the issue resolved. During troubleshooting, the fse found that the dcps (dc power supply) was unstable and intermittently defective. The fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.